Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 515-530 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.